Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge. There was no reported adverse impact. No additional information was provided. Although requested, the customer declined troubleshooting with tandem technical support.